Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case on lower battery side, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when crack on battery compartment was noted. In addition, the following cosmetic damages were also noted: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case on lower battery side, pillowing keypad overlay, and scratched case. Damaged battery cap contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case on lower battery side, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when crack on battery compartment was noted. In addition, the following cosmetic damages were also noted: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case on lower battery side, pillowing keypad overlay, and scratched case. Damaged battery cap contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.